Event description:
It was reported that a continuous glucose monitoring error occurred multiple times, including another instance of error 42. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting steps such as reset, chose to continue using current pump, and was already scheduled to receive replacement pump from technical support.